Event description:
It was reported that the patients leads were fractured.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7089898.

Event description:
It was reported that the patient's leads were fractured. Additional information was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an explant procedure. No further information could be obtained.